Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: record purpose only: no analysis could be performed as no instrument was received. The info facility has provided has been reviewed by the appropriate engineering and mfg personnel.

Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported the first four firings of tsw35 were fine. On the fifth firing the device cut, but did not staple completely. There was no consequence to the pt.